Event description:
Surgeon affixed anchor to the end of the screwdriver and as he was placing the screw into the tibial tunnel, the shaft of the screwdriver broke off into the screw head before the screw could be accurately seated into place.